Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bard port dressings associated with the m.r.I. Port are being received without the identification label. In the provided example (circled in red), the label is missing from the packaging, which may lead to traceability and usage concerns in clinical settings. There was no patient contact.